Manufacturer narrative:
It was reported that the anesthesia system had a faulty pressure transducer. It has not been determined how the issue affected the system and how the pressure transducer was identified as faulty. The received service report states that the system's connections were checked and adjusted at the hospital by the field service engineer. The system was tested in ventilation mode on a test lung and after several days of operation without issues, the equipment was inspected and verified to be fully functioning and was cleared for clinical use. No part was replaced and the device logs were not received. We have not been able to determine the true cause of the reported event.

Event description:
It was reported that the anesthesia system had a faulty pressure transducer. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).